Event description:
During the procedure, water was noted to be underneath the tactisys. The water was from the optical connector of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: device manufacture date. The reported leak was confirmed. A leak was detected within the irrigation line. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.